Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient's issue has resolved.

Event description:
Additional information indicates the patient had their same ipg relocated into a new pocket on (B)(6) 2020 to resolve the discomfort at the ipg site.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing discomfort located at the ipg site. Surgical intervention may take place at a later date to resolve the issue.